Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the delivery system was discarded and the mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip xtr is filed under a separate medwatch report number.

Event description:
This is filed to report the leaflet tear and interaction with the first clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was placed without any reported issue. A mitraclip xtr clip delivery system (cds) (lot 80515u118) was advanced and the clip was deployed. The second mitraclip nt cds (lot 80103u119) was advanced and the physician is not sure if the first clip opened slightly after deployment or interacted with the second clip and caused a tear or loosened the grasp of the first clip that was implanted. The clip of the second cds got stuck in the previously implanted clip and was therefore implanted. The procedure was completed, but the mr was not reduced (remained grade 4+). No additional treatment was planned. The patient was in stable condition. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issue. Review of the complaint history identified no other similar incidents reported from this lot. The reported device damaged by another device appears to be due to the reported difficulty positioning the device; however, a definitive cause for the reported difficult to position the device could not be determined. The reported tissue damage and unchanged (mitral regurgitation) mr appears to be due to the reported device damaged by another device. Mitral valve injury (tissue damage) and mr as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.